Event description:
Patient's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, patient's father noticed pus around sensor. Patient's father also reports a potentially broken sensor wire in skin. At the time of his call to dexcom technical support, patient's father reports that patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.